Event description:
A malfunction on the pump was reported by the caller. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.